Event description:
Patient underwent insertion of arrow guard blue multi lumen cvc. At time of exchange it was noted that guidewire had unraveled. Shortly thereafter the pt experienced deterioration in clinical status and expired. This was not felt to be related to the defect with the device.